Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. However, due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) (B)(4) to address the issue of sheared/damaged catheters. If additional pertinent information becomes available a follow-up report will be filed. (B)(4).

Event description:
As reported by user facility: event 8. While removing a catheter it broke. No patient injury.